Manufacturer narrative:
D9 - date returned to mfg: 3/11/2025 one device was received for evaluation. A functional test was performed and the reported issue was not duplicated. No leakage and alarms were observed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the nurse experienced an issue with the pump tubing. The cassette was hooked up and the nurse tried to fill the tubing and would not pull to fill the cassette. Another tubing was used to fill the cassette. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.